Event description:
It was reported by a customer in the USA that, the 840 ventilator failed a breath delivery (bd) power on self-test (post). There was no patient involvement.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. The tse recommended replacing the breath delivery unit (bdu) central processing unit (cpu) printed circuit board (pcb). The customer will call back, and request for a covidien customer support engineer (cse) to go to evaluate and repair the unit. (B)(4).